Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device was missing direction of flow labels. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be direction of flow labels missing which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was missing the direction of flow labels. No additional information is available.